Manufacturer narrative:
Section d1 brand name: corrected. Section d4 model number: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information.

Event description:
It was reported through the research article titled ¿subcutaneous implantable cardioverter-defibrillator noise following left ventricular assist device implantation¿ identifying heartmate 3 (hm 3) may be related with electromagnetic interference (emi) with implantable cardioverter defibrillator (ICD). This was a retrospective study of patients implanted with hm3 and with a pre-existing ICD between (B)(6) 2005 and (B)(6) 2020. A total of 3 hm3 patients experienced electromagnetic interference. In this case, the patient was implanted with hm3 left ventricle assist device (lvad) after 5 years of s-ICD implantation. S-ICD interrogated 1 month prior to lvad implantation showed that the device sensed appropriately in all three vectors. S-ICD interrogation immediately after lvad implantation revealed noise in the primary and secondary vectors and intermittent undersensing in the alternate vector. Unsuccessful attempt was made to resolve these complications by increasing the lvad pump speed and changing the device time zone from est to gmt to reduce the built-in notch filter from 60-hz to 50-hz. At 1-month follow-up, these strategies were found to be unsuccessful as the noise persisted. ICD therapy was programmed off. At 3-month follow-up, telemetry monitoring showed only infrequent episodes of non-sustained ventricular tachycardia (nsvt), with the longest episode being four beats long. After shared decision-making with the patient, transvenous (tv)-ICD was not implanted in exchange for s-ICD, and s-ICD therapy remained permanently off.

Manufacturer narrative:
Section a1, a4 and d4 were not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas) and the report of interference could not be conclusively established through this evaluation. The research article titled ¿subcutaneous implantable cardioverter-defibrillator noise following left ventricular assist device implantation¿ examined s-ICD noise following lvad implant. In case 1, the patient was implanted with a s-ICD (subcutaneous-implantable cardioverter defibrillator) followed by a heartmate 3 lvad (left ventricular assist device) 7 years later. One month prior to lvad implant, the patient¿s s-ICD was interrogated which showed that the s-ICD appropriately sensed in all three vectors (primary, secondary, and alternate). Immediately after lvad implant, s-ICD interrogation revealed noise in the primary and secondary vectors with intermittent under-sensing in the alternate vector. The noise and inadequate sensing persisted during a 2-week follow-up. To attempt to resolve the issue, lvad speed was increased, and device time zone was changed (which reduced a built-in notch filter from 60-hertz to 50 hertz); however, the noise and sensing issue did not resolve. The lvad¿s serial number was not provided, and no product is available for evaluation. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. Heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) rev. C contains warnings in the introduction, surgical procedures, and patient care and management sections that that the pump may cause interference with icds (implantable cardioverter defibrillators). If electromagnetic interference occurs it may lead to inappropriate ICD therapy. The occurrence of electromagnetic interference with ICD sensing may require adjustment of device sensitivity and/or repositioning the lead. Prior to implanting an ICD or ipm (implantable pacemaker) in an hm3 patient, the device to be implanted should be placed in close proximity to the hm3 pump and the telemetry verified. If the patient received a heartmate 3 and has a previously implanted device that is found to be susceptible to programming interference, the manufacturer recommends replacing the ICD device with one that is not prone to programming interference. The safety testing and classification section of the IFU states that if the hm3 lvas does cause interference to another device, the user is encouraged to try to correct the interference by reorienting or relocating the equipment, increase the separation between the equipment, connect the equipment to an outlet on a circuit different from that to which other devices are connected, or contact the manufacturer for assistance. No further information was provided. The manufacturer is closing the file on this event.